Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The console logs from the reported day of event are consistent with complaint and show controller error alarm. Console was tested, but reported issue was not reproduced. However, standard testing revealed deficiency of the optical system: defective optical pump connector and defective (noisy) optical bench, which caused the device to sometimes fail ¿5s¿ parameter specification: the cause of the aic issue was a software issue.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that there was an automated impella controller (aic) error alarm that lasted two minutes and self-resolved. This was associated with a ¿blank¿ placement signal. As a result, the aic was swapped out. There was no patient harm reported.